Event description:
It was reported that this left ventricular (lv) lead had high capture threshold due to which the lv lead was turned off. The whole system was explanted, and a single chamber device was implanted with a left bundle branch area pacing (lbbap) lead. No additional adverse patient effects were reported. This lead is not expected to be returned due to being disposed by the hospital facility.